Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during removal of equipment following an atrial fibrillation (af) ablation, the right ventricular (rv) lead dislodged into the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.